Manufacturer narrative:
H10: a philips service engineer (se) reported that the issue was confirmed, and that the flow sensor assembly was replaced to resolve the issue.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak - co2 rebreathing risk" alarm. The device was in clinical use when the issue occurred, the patient was moved to a different v60 ventilator.  There was no medical intervention or delay in therapy reported.  No patient or user harm reported.    A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak - co2 rebreathing risk" alarm.  It was reported that the medical engineer was able to confirm the reported issue.  The device is pending evaluation and repair.